Event description:
It was reported that hospital case worker called and asked if there was any way to have device checked after patient arrived at the emergency room with syncope. The patient was seen for followup and syncope was determined to be due to atrial fibrillation. The doctor changed medications for the patients atrial fibrillation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.